Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: insulation resistance value has not reached the standard value due to damage to the imaging unit, curved rubber scratched, curved rubber adhesive missing, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, scratches found on switch 1, scratches found on the operation part side oredome of the universal cord, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on the video connector case. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center for an endoeye flex deflectable videoscope, exhibiting no image when operating the angle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to angulation operation, the root cause is most likely a defect of the image sensor unit, or failure of an electrical contact with the system during use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during pre-use inspection.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.